Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable malfunctions: the light guide lens was burnt, and there were foreign objects on the air / water cylinder and tube, as well.

Manufacturer narrative:
The device was returned to the regional repair center olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the events ¿air/water cylinder (tube) has foreign objects¿ and ¿air / water tube has foreign objects¿ the cause was not established; and for the event ¿burn on light guide lens¿ the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.